Event description:
Event description boston scientific received information that this chronic atrial lead displayed low impedance measurement problems and the lead safety switch triggered. At the revision procedure, it could not be successfully repositioned and it was surgically abandoned. A new competitor model lead was successfully implanted. To date, there have been no reported patient symptoms associated with this clinical observation.